Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by the implantable cardioverter defibrillator (ICD) possibly due to atrial fibrillation (af) with rapid ventricular response. The patient reported they were doing strenuous activity helping a friend move and had not slept well. The patient reported a weird sensation prior to the shocks. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had another shock for possible atrial fibrillation (af) with rapid ventricular response. The device remains in use.